Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "display not functioning", which was observed as a white screen while on dc power. The cause was determined to be depressed battery pins (3 of 8) that were unable to rebound as designed. The rear case was replaced.

Event description:
It was reported that a spectrum pump had "display not functioning". Any patient involvement, injury or medical intervention is unknown.